Event description:
Sorin group USA received a report from a customer that they had two level sensors that were not working properly. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) mfrs the sensor module level/bubble. The level sensor connects to the module and the 510(k) is k955152. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA received a report from a customer that they had two level sensors that were not working properly. There was no pt involvement. A sorin group USA field service rep was dispatched to evaluate the issue. The field rep tested the level sensor and found that the sensor always read full, even without the level sensor pad connected. The level sensor and module were replaced, which resolved the issue. The level sensors and the module are being returned for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.